Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel and the reported condition has been confirmed during the device evaluation. The cause of the reported condition was assigned to depleted batteries. The main batteries and harness were replaced to correct the reported condition. A follow-up MDR will be submitted if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.